Event description:
It was reported during the trial procedure, the physician experienced difficulty advancing one of the leads due to patient anatomy. As a result, the procedure was extended approx. One hour. The case was completed utilizing one trial lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.